Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had a water leak from the output connector socket. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Information added to d9, h3, h4 and h6. Correction to b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event reported was confirmed. The output socket was likely wet due to output socket failure. However, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.